Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient didn't think the therapy was working. They had tried to connect to the implant the day prior to the call, but received the por message. They also noted that they had a prostatectomy surgery about 6-8 weeks ago, but also stated that it was over two months ago. It was recommended that they follow up with their healthcare professional.